Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, skin infection and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) and an infection at the infusion site on (B)(6) 2024. Specific blood glucose levels were not provided. Symptom reported include being sick, hyperglycemia, and high ketones. The patient was treated with insulin via intravenous and antibiotics (name not provided). The patient was discharged on (B)(6) 2024.